Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: the device could not be inserted from left upper abdomen. It was found that the tip's white part nearly came off. The outer and inner cylinders were attached and inserted. No bleeding occurred. Nothing fell into the pt cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).